Event description:
Loss of integration. It was reported by the customer that their lodi implant failed. Implant was replaced the same day as failure and the patient will return for follow up appointments.

Event description:
Loss of integration. It was reported by the customer that their lodi implant failed. Implant was replaced the same day as failure and the patient will return for follow up appointments.